Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypoxia, confusion and altered mental status. The implantable pulse generator (ipg) exhibited pacing "improperly up in the 180-200s". The ipg remains in use. No further patient complications have been reported as a result of this event.